Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient infusion set's tubing had detached while sleeping as the cat grabbed the sets. The site location was left side of patient's abdomen and the pump was in left pocket. The infusion set had been used for 1 day and 13 hours. The infusion set had been stored in a medical drawer in the bedroom and not exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, the patient's blood glucose level was 82 mg/dl. No further information available.